Event description:
It was reported that during a gastrectomy procedure, as the device was applied to the duodenum, staple seemed to be unformed. Another device was used to complete case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.